Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was attributed to an internal component, the cambar, which was not properly positioned.

Event description:
During a total abdominal hysterectomy procedure, the staples did not form properly. The surgeon sutured to complete the procedure without pt injury.